Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printed circuit board was damaged and functionally tested out of specification. Analysis was unable to confirm the initial report.

Event description:
It was reported the programmer will not turn on. There was no patient involvement.